Event description:
It was reported that the reservoir had air bubbles around the o-rings. It was stated that the reservoir compartment smells like insulin and the reservoir was wet from the insulin. The customer also smells insulin at the bottom of the reservoir past the o-rings. It was also reported that the customer had high blood glucose since midnight and does have ketones in his urine. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.